Event description:
Reporter alleged blood glucose measured 258 mg/dl back to back with a result of 115 mg/dl, when performed within a minute of each other. It was stated customer did not have high blood glucose symptoms at the time. Reporter indicated no actions were reportedly taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.